Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aortic rupture, bleeding (procedural), and renal failure.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic type b dissection (zone 2) using a conformable gore® tag® thoracic endoprosthesis. It was reported that during the procedure on (B)(6) 2018, there was an ascending aorta aneurysm rupture that compromised the blood pressure. The physician chose to do a hemiarch and ascending arch replacement. 2100 ml of blood was given during the procedure due to blood loss. The day after the procedure the patient experienced acute kidney injury and needed acute dialysis treatment, it is ongoing. The patient tolerated the procedure.